Event description:
Initial information received from a consumer on 02-aug-2010: case involved a (B)(6) female who received poly-l-lactic acid (sculptra aesthetic, lot# and exp date unknown) for cosmetic purposes. Consumer reported that she experienced tenderness and "a lump" following use of poly-l-lactic acid which were injected at the top of the outer cheek and a small amount under the eye. She received two therapy sessions on (B)(6) 2010 and on (B)(6) 2010. Following the first session, she experienced tenderness, which eventually went away. She stated she was instructed to massage the area. Following the second session, she again experienced tenderness and a non-visible nodule on each side of her cheek. The nodules were at different sites than the tenderness. The nodules and tenderness following the second injection, had not resolved at time of this report. She stated that due to the correction from the two sessions, her eyes are more hollow looking beneath the eyes. No concomitant medications or medical history reported. No further information reported.